Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l4-l5 due to stenosis. On an unknown date, post-op, one of two implanted cages totally backed out. The patient also experienced neurological symptoms. The pedicle on the caudal side, where the cage was placed, was also confirmed to be fractured at the base. Hence, a revision surgery was performed to remove the backed out cage and autologous bone was inserted. The operation was completed successfully. The patient's symptoms are reported to be improving.